Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the open reduction internal fixation with the volar radius plate (vrp) for the distal tibia. After attaching the guiding block to the plate, the second hole from the ulnar side was used because the first hole from the ulnar side could not be attached properly. The surgeon tried to insert the variable angle (va) locking screw to the distal hole on the ulnar side. When the surgeon was inserting the va locking screw with a non-torque screwdriver, the screw kept turning, so that the surgeon checked the image intensifier and found that the va locking screw had passed through the screw hole. When the screw was pulled back with the screwdriver, the screw was stopped at correct position. Therefore, the surgeon left the screw in the patient¿s body. Other va locking screws were inserted without any problems. The surgery was completed successfully without any surgical delay. This is report 2 of 2 of (B)(4). This is report is for an unknown locking screw.